Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 573 mg/dl. The cause of the high bg was unknown. A bolus was delivered to address bg levels. No additional information was provided. Customer declined further troubleshooting.